Manufacturer narrative:
Inherent risk of procedure-stent deformation and failure to deliver the stent. Patient's condition affected effectiveness of device-root cause of the reported event was most likely due to the stenosis present at the lesion site evaluation codes conclusion: inherent risk of procedure-stent deformation and failure to deliver the stent. Patient's condition affected effectiveness of device-root cause of the reported event was most likely due to the stenosis present at the lesion site.

Event description:
It was reported that during the index procedure three attempts were made to implant a 3.5 x 30 mm endeavor sprint stent,with pre-dilation been carried out between each attempt. On removal of the endeavor sprint following the third attempt it was noted that the stent was damaged. Following this four endeavor sprint drug-eluting stents were successfully implanted. No clinical sequelae reported.